Event description:
Incident description: per md, could not pull foot all the way back in the perclose device while attempting deployment. Angiography: right femoral artery angiography was performed through the sheath. There is mild plaquing in the vessel, but no significant narrowing. I attempted to deploy a proglide suture, but the foot did not seem to deploy properly, and the sutures did not seat properly. We, therefore, removed the device and replaced the 6-french sheath in the vessel. There is no bleeding. The patient will have manual sheath removal and manual hold in recovery. Failed proglide suture of right femoral artery. Equipment malfunction. The procedure was completed with no complications.